Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory. Customer reported that on (B)(6) 2013 inratio inr was 2.7. On (B)(6) 2013 pt started coughing blood; pt went to ER was told she was severely anemic and received two pints of blood. Pt was admitted on (B)(6) 2013 and hospitalized for a few days. Lab inr was >20 inr (second lab draw still >20 inr). Pt was given vitamin k after checking lab test twice to confirm inr. Her documents show she was diagnosed with drug overdose, coughing blood, lung nodule, anemia, and aneurism on ascending aorta. Recent scan for the lung nodule was done two weeks ago and is appears to be decreasing in size. Doctor thinks nodule may be due to pneumonia, but pt is not received any treatments for pneumonia. Pt does not think she overdosed in her coumadin medication. Pt's therapeutic range is 2.5-4.0. Pt reported that she milks the finger after finger-stick.

Manufacturer narrative:
Investigation pending.